Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "service required" codes were found in the ventilator's downloaded error log. The device's internal battery, display and the system board needs to be replaced to address the issue. In addition to the above evaluation, blower assembly, muffler assembly and blower below were contaminated. Based on error 168 and that fact the machine flow sensor is contaminated result machine flow sensor must be replaced. Air foam inlet filter will be replaced due to preventive maintenance, which was not related to the malfunction/issue.